Event description:
It was reported that review of the presenting electrogram (egm) noted a change in morphology for this left ventricular (lv) lead. Technical services (ts) discussed the change in morphology may be due to analog blanking and discussed the option of checking with a threshold test. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).